Event description:
Patient reported experiencing elevated blood glucose of approximately 600 mg/dl at 11:30 am; corrected with 10 units of insulin via the infusion device. Patient stated at 12 pm her blood glucose level was > 600 mg/dl and the blood glucose monitoring device showed "hi". Patient reported she went to the hospital where her blood glucose level was 465 mg/dl; was treated with insulin. Patient stated the cartridge compartment is wet and the doctor thinks insulin delivery is inaccurate. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).